Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving morphine via an implanted pump. The indication for use was spinal pain. The patient's concomitant medications included alprazolam, gabapentin, pentoxifylline, zonisamide, amitriptyline, aspirin, atorvastatin calcium, clopidogrel bisulfate, fluoxetine hcl, isosorbide mononitrate, lansoprazole, lisinopril, metoprolol, nitrostat, pantoprazole, vitamin b12, and warfarin sodium. The patient's medical history includes an allergy to zoloft, absence attack, altered mental status, anxiety and depression, coronary artery disease, chest pain, emphysema, former smoker, gastroesophageal reflux disease, heart attack, heart disease, a history of bacteremia, deep vein thrombosis of lower extremity, dyspnea, hemoptysis, pneumonia, hyperglycemia, hypopotassemia, hypertension, hypoxemia, iron deficiency anemia, leukocytosis, lumbago, malfunction of intrathecal infusion pump, morbid obesity, obstructive sleep apnea, oxygen dependent, pulmonary embolism, pulmonary hypertension due to sleep disordered breathing, tinnitus, type 2 diabetes mellitus, and urinary tract infection. The patient's surgical history includes a replacement of the pain pump on (B)(6) 2016, excision of skin cancer, three lumbar spine surgeries, placement of pump, right shoulder surgery, placement of spinal cord stimulator (scs) 2006 and scs revision on 2015-07-21, and a stent placement. On 2016-06-02 the hcp reported that the patient presented at a postoperative visit on (B)(6) 2016 with a wound infection. The patient had redness at the medial aspect of the right abdomen wound with scant intermittent drainage over the past few days. The patient denied having a fever. During the examination the patient's right abdominal wound had an eschar formation at the medical edge with surrounding erythema. It was noted that no active drainage was seen from the wound at that time. The assessment was that the patient had a superficial postoperative wound infection. Keflex was prescribed and the patient was to keep an eye on the wound and follow up with the hcp in one week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.